Manufacturer narrative:
Two additional occurrences of this product problem can be referenced in the following mdrs: MDR 2245270-2014-00050, 00052. The malfunctioning product has been returned to the manufacturer, vygon (B)(4), for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA via a follow-up MDR within 30 days of its conclusion.

Event description:
An occlusion in the PICC line of a neonatal patient. The line was removed. There are two additional occurrences of this product problem.